Manufacturer narrative:
The technician found the problem to be a faulty valve guide tube. He replaced the head up valve guide tube to repair the bed.

Event description:
Information received indicates the head up function is not working. The function does not work manually or under power.